Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to power on. Upon troubleshooting, fse found that there was a defect in fuse of the main power distribution unit (mpdu). To resolve this issue, fse replaced the fuse of mpd control. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.